Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapies for end stage renal disease (esrd). The patient experienced cloudy effluent as a result of the peritonitis. The patient was treated with ceftazidime, vancomycin, and imipenem for the peritonitis. On a later date, antibiotic therapy with imipenem and vancomycin was suspended and gentamicin was started. The patient also began treatment with ciprofloxacin and daily dosages of fluconazole were increased. The patient's catheter was replaced at the same time therapy with ceftazidime and gentamicin ended. The patient was discharged from the hospital. At the time of this report, oral treatment with ciprofloxacin and fluconazole was ongoing. Peritoneal dialysis was temporally suspended and the patient was under analytical surveillance, enabling the peritoneal healing. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was received related to this event. It was reported that the patient recovered from the peritonitis and re-initiated peritoneal dialysis therapy. Should relevant additional information become available, a follow-up report will be submitted.